Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 13.9-15.1cm, 15.3-17.1cm, and 18.9-19.4cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, fluoroscopy revealed externalized conductors. Lead was explanted and replaced. No adverse complications to the patient.